Event description:
It was reported, for an ankle surgery, the screw caddy where they keep the screws sterile was used for the case prior to this one. Expired implant/screws were opened by the hospital staff to avoid rescheduling surgery because the patient was already in the operating room prepped for surgery.

Manufacturer narrative:
Device remains implanted. Packaging was discarded. Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.